Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had lost consciousness when washing their car, but had not been seen for a follow up initially. Approximately a week later the patient was seen for a routine follow up. Upon device interrogation no abnormalities were noted although noise and oversensing was recorded and possible lead damage or a connection issue was suspected. It was also reported that the patient had lost consciousness again during the routine follow up check and sustained a head injury where suture treatment had to be performed. A holter monitor was used to determine the root cause of syncope and it was noted that right ventricular (rv) lead pacing inhibition resulting in asystole occurred with seven seconds of cardiac arrest, thus the patient was hospitalized. All lead measurements appeared normal and no noise or oversensing was seen after the memory was reset at the initial routine follow up . External pacing was then administered due to the cardiac arrest observed. The physician thought there was an issue with this right ventricular (rv) lead although no issue was confirmed, thus a revision was scheduled. No additional adverse patient effects were reported. Additional information noted that a revision took place. A tug test was done and the lead was not able to be loosened from the device. It was noted that the rv lead connector was not able to be removed from the ventricular port. The ventricular setscrew was loosened and the rv lead was then removed from the device. Measuring the lead with a pacing system analyzer (psa) showed normal values. As noise was seen at a previous follow up the lead was elected not to be used. The lead was surgically abandoned. The device was also explanted as the device has been implanted for almost seven years. The procedure was completed successfully.